Event description:
The facility had reported an infusion pump with a failure code 813:01. The facility rep had stated that no pt incidents have been reported since the last baxter service event. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.